Event description:
It was reported that the patient received the elective replacement indicator (eri message). It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.